Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on 05/16/2013. The fse inspected the instrument and found the red blood cell (rbc) diluent dispenser pump diaphragm was leaking air and he replaced the pump, cleaned the lines to the vacuum/waste chambers and low vacuum count lines to resolve this issue. There was no fluid leak. The cause of this event was the rbc diluent dispense pump. (B)(4). Account telephone #: (B)(6).

Event description:
Beckman coulter field service engineer (fse) reported that the red blood cell (rbc) diluent dispenser pump prematurely failed on the customer's coulter lh 750 hematology analyzer and leaked air from the diaphragm causing intermittent complete blood count (cbc) precision errors. Qc before and after this event was within range. Per customer, there were no erroneous results generated or reported out and no change to patient treatment was attributed to this event.